Event description:
Event summary: IV tubing did not perform as expected. A 20meq/100ml IV potassium infusion was piggybacked into primary line a, which was spiked with a brand new 1000ml normal saline IV bag. The potassium infusion was programmed to run over two hours via the alaris infusion pump. Approximately 15 minutes later the nurse noted that the IV potassium bag was empty. Upon seeing the empty potassium bag the tubing was clamped and the IV fluids were disconnected from the patient and replaced with new tubing and fluids via primary line b. The patient was not harmed. On troubleshooting the system, the nurse observed that the primary line a with the normal saline appeared to be swollen/over filled. It was believed that the potassium infusion back flowed into the normal saline bag. The tubing and IV pump were sequestered. On review of the lot numbers hospital's supply chain management department verified this tubing was not part of any past/current recalls. An evaluation of the pump was performed by hospital's biomedical engineering department. The event log of the associated pump was analyzed, and no errors or messages of any issues were found. In addition, biomed performed some stress testing of the pump, as well as volume accuracy testing, and have found no issues. Physical inspection of the pump shows no issues or irregularities. Judging by the information that the nurse provided as to what happened in this situation, biomed believes there was a faulty back check valve within the tubing set that allowed the fluids to be pulled from the secondary bag and pushed into the primary bag. FDA safety report ID # (B)(4).